Manufacturer narrative:
Date of event estimated as (B)(6) 2019. The UDI is unknown due to the part/lot number was not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported via a general comment that a turntrac guide wire has snapped previously during a procedure. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Possible factors that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided, the investigation was unable to identify a conclusive cause for the reported core separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.